Event description:
It was reported that the shaft separated. The physician was using a 135cm rubicon 35 catheter in the common iliac and the shaft separated. The physician was able to retrieve the broken device with a snare. No patient complications were reported.

Manufacturer narrative:
(B)(4). Patient age: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).